Manufacturer narrative:
Samples were shipped; however they have been held at customs, government agency won't release them at this moment. In case the samples are released, the investigation will be reopened. Three photos received by our quality team for investigation, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Additionally, it is observed liquid leaked past the stopper remaining between the ribs of the device. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Without the batch number to check batch records, it is difficult to deduce a root cause. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information received. There are several syringes: 1.- the plunger stopper is bent. 2.- leakage of medicine towards the body of the syringe, the plunger does not seal the passage.

Event description:
There are several syringes: 1.- the plunger stopper is bent 2.- leakage of medicine towards the body of the syringe, the plunger does not seal the passage.

Manufacturer narrative:
Investigation summary: sample evaluation: one sample and three photos received by our quality team for investigation, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Additionally, it is observed liquid leaked past the stopper remaining between the ribs of the device. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Without the batch number to check batch records, it is difficult to deduce a root cause. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lock¿ syringe plunger stopper was bent, causing medication to leak past it into the body of the syringe. The following information was provided by the initial reporter, translated from spanish: "there are several syringes: 1. The plunger stopper is bent 2. Leakage of medicine towards the body of the syringe, the plunger does not seal the passage."